Manufacturer narrative:
This report is submitted september 16, 2019.

Manufacturer narrative:
This report is submitted on august 16, 2019.

Event description:
Per the document returned with the device, the patient experienced non-auditory sensations and poor performance with the device. The device was explanted (B)(6) 2019 and the patient was reimplanted with a new device during the same surgery.